Event description:
A malfunction on the pump was reported by the customer, which occurred following some notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer understood the instructions to call back if the issue occurred again.